Event description:
It was reported to philips that a geometry module failure caused motorized movement issues on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service provided the part number for the geometry module replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).